Event description:
During index procedure the patient had one resolute integrity drug-eluting stent deployed at lad which caused a dissection which was treated by another resolute integrity drug-eluting stent. Investigator indicated that the event was definitely related to the study device. Patient recovered.

Event description:
Approximately 6 months post the index procedure the patient was hospitalized due to a gi bleed. A blood transfusion was carried out and the outcome is reported as continuing. Investigator has indicated the event was not related to the study device.

Manufacturer narrative:
Evaluation, results: inherent risk of procedure ¿ (haemorrhage). (B)(4).

Event description:
Approximately 11 days post index procedure the patient had a gi bleed. Investigator has assessed that the event was possibly related to the device. It is reported that the patient is continuing with treatment.

Manufacturer narrative:
(B)(4): evaluation, results: inherent risk of procedure ¿ (dissection). (B)(4).

Manufacturer narrative:
(B)(4).